Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Therapy date unknown. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use (nicked and gouged) has fractured on the medial side of the post. All pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is considered to be previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional fractured during the sterilization process. Attempts have been made and no further information has been provided.